Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had insulin flow blocked alarm. The customer's his blood glucose level was 354 mg/dl and customer declined troubleshoot for high blood glucose. Customer state his blood glucose lever has been between 250-500 for a long time due to the pump alarming "clogged" and he is losing weight. It also reported that customer tried all the remedies but insulin flow block alarm issue was unresolved. The insulin pump will be returned for analysis..

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with insulin flow blocked alarm functioning properly. Unit received with minor scratches on lcd window.